Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 8 previously reported events are included in this follow-up record. Product return status: 6 devices were received. 1 device was not available for evaluation. 1 device investigation type has not yet been determined. Event confirmation status: 5 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 3 devices were found to be affected by excessive oil in the exhaust hose. 3 devices were found to be affected by non-stryker repair and/or components.

Event description:
This report summarizes 8 malfunction events in which the device was reportedly leaking. 8 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 8 previously reported events are included in this follow-up record. Product return status: 6 devices were received. 2 devices were not available for evaluation.

Event description:
This report summarizes 8 malfunction events in which the device was reportedly leaking. 8 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 3 devices were received. 5 device investigation types have not yet been determined. Event confirmation status: 3 reported events were confirmed. Evaluation results: 3 devices were found to be affected by excessive oil in the exhaust hose. Additional information: 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device was reportedly leaking. 8 events had no patient involvement; no patient impact.